Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the right side.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening on radius assessed as surgical damage and one opening on patch side assessed as unidentified (tear) opening. Additional observations: brown particles observed on the surface of the shell. White particles observed inner the device. Missing piece of the plug strap. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.